Event description:
Upon arrival at the pt, the crew performed a quick-look with the hard paddles, and saw a waveform that was thought to be fine v-fib. They then attempted to deliver a stock, but the defibrillator would not discharge. The device operator changed the selected energey to disarm the device. The device was again charged but would not discharge when the shock buttons were pressed. A third unsuccessful attempt was made to deliver a shock to the pt. The pt was then placed on the 3-lead cable and asystole was the presenting rhythm in alll three leads. Care to the pt was continued with IV meds (atropne and epi) crp was performed until arrival at the hospital emergency room. The pt remained asystole throughout the entire code. The pt was not resuscitated. The reporter stated the pt's outcome was most likely not a result of device operation. The reporter's opinion was based on the long down time of the pt, approximatey 30 minutes; and the lack of response of resuscitation efforts.